Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the patient's generator site was infected approximately two weeks post-implant. It was reported that the patient was picking at the site and then it was also contaminated with her drool. At the time of this report, it was able to be managed with antibiotics. Upon follow-up with the doctor, it was noted that there was a thin membrane over the incision site, but the device was not exposed. The manufacturer's device history records of the lead and generator were reviewed and sterilization of each product prior to release was verified. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient had picked at her wounds until her generator and lead were exposed. She was immediately admitted and placed on antibiotics. The generator was explanted as a result of these events. Analysis of the generator not necessary as infection is not related to the functionality or delivery of therapy of the device. No further surgical intervention has occurred to date. No further relevant information has been received to date.